Event description:
A customer reported a leak of fluid from the rbc diluent dispenser on the lh750 instrument. The volume was reported as a few milliliters and the leak was not contained. Nobody came in contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated in connection with the reported event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse observed air bubbles leaking up through the rbc diluent dispenser causing fluid to leak into the instrument. The seal was worn allowing air to enter into the rbc diluent dispenser. The fse replaced the rbc diluent dispenser to resolve the leak. Upon recur, the failure mode identified could cause erroneous results due to a counting/sizing or measurement error caused by bubble formation in the rbc bath. (B)(4).